Event description:
Asr revision to take place on (B)(6) 2015; asr xl - right hip; reason(s) for revision: pain. (B)(4) 2015 - update - removed revision date as added by mistake - future revision. Update (B)(4) 2015: additional reason for revision: component loosening (querying), scf. Confirmed revision.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.